Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument. The instrument was analyzed and damage to the conductor wire¿s insulation at the yaw pulley was found. The internal conductor wire was exposed. There was no material missing. The wire was not fully broken. The instrument grips were manually manipulated. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the conductor wire of the fenestrated bipolar forceps (fbf) instrument was damaged. The customer used a backup fbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the conductor wire insulation was stripped.